Event description:
The pt had 90% de novo lesion in the mid to distal left anterior descending branch and in the first diagonal branch. The lesions were slightly tortuous. A 2.5 x 28mm cypher stent was implanted in the first diagonal. Then a 3.0 x 33 mm cypher stent was delivered to the left anterior descending branch, but it could not cross. The cypher became stuck inside of the guiding catheter and the shaft kinked. The physician "managed" the stent delivery system and removed it from the pt. Then a different cypher was implanted in the lesion, and the procedure was safely completed. There was no reported pt injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.